Event description:
Dexcom was made aware on 08/25/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with an infection which occurred the day the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, inflammation/swelling, and an infection at the needle puncture site and under the sensor patch. The patient had itching and burning sensation in the area. On (B)(6) 2024, the patient was on vacation in (B)(6), and he developed a high fever and pain, and the symptoms spread down his arm which prompted him to go to the emergency room (ER). In the ER, the patient stated no laboratory test was performed, but he was diagnosed with cellulitis and was prescribed two different courses of oral antibiotic medications (cephalexin 500 mg; and sulfamethoxazole, unspecified dosage). He mentioned he did not insert a new sensor in that same arm due to the area still having redness and a white spot at the needle puncture site. On (B)(6) 2024, the patient followed up with his endocrinologist and was prescribed an additional course of oral antibiotic medication (amoxicillin and clavulanate potassium 875 mg, unspecified dosage). On (B)(6) 2024, the patient called back because he got disconnected from the original chat on (B)(6) 2024, and he wanted to verify if the event information was completely captured. He confirmed the oral medication was effective, and the fever, and the infection had subsided. At the time of the report, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).